Event description:
The customer reported they had an issue where the "joules inconsistent". No report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.